Event description:
It was reported that the customer was admitted to the hospital the day after thanksgiving for diabetic ketoacidosis. Customer's blood glucose level was so high that she was throwing up blood. Customer stated that it has happened 3 times where the pump does not delivery insulin to her. Customer does not believe she received a no delivery alarm. Customer was wearing the pump in her leg during one of the events and she noticed that the cannula was kinked. Customer has an appointment with her doctor on monday. Customer stated that her finance passed away the following tuesday after she was released from the hospital. Customer stated that she will call back later. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.